Event description:
It was reported that catheter leaked at connection with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the nurse noticed that the catheter leaked at the connecting position during transfusion, which caused medicine leaking.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7005045. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
The following field has been updated with correction: medical device catalog #: 383952.

Event description:
It was reported that catheter leaked at connection with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the nurse noticed that the catheter leaked at the connecting position during transfusion, which caused medicine leaking.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter leaked at connection with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse noticed that the catheter leaked at the connecting position during transfusion, which caused medicine leaking.